Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative stating that the patient does not have ins yet implanted and that the stylet won't be returned for analysis as the hcp discarded it. The information was confirmed with the healthcare provider.

Event description:
It was reported that stylet was difficult to remove. All pins and pinch points on micro drive were loosened and styled was still difficult to pull out. Physician release when the stylet seized and its till remained difficult to remove. Manufacturer representative (rep) and healthcare provider (hcp) confirmed lead did not move and confirmed again impedance was within normal levels after stylet was removed.

Manufacturer narrative:
Continuation of d10: product ID b3300542; serial# (B)(6) implanted: (B)(6) 2025 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542, serial/lot #: (B)(6) ubd: 18-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.